Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, the implanting physician expressed that he felt resistance when advancing the delivery sheath. During the post deployment process of removing the sheath, the sheath was pulled back with dilator in place and the distal external iliac was perforated. The implanting physician used all of the dilators in sequence and did not meet any resistance. When the physicians realized there was an iliac perforation they elected to place two viabahn covered stents (8x5x120) across the perforation, but were unable to cover the entire segment. A vascular surgeon was called to perform a cut down and repair of the external iliac. A dacron graft was placed, and the left common iliac was bypassed to the left common femoral. During bypass and anastomoses, the original viabahn stents were removed due to intimal tear proximal to the stents. Patient remained hemodynamically stable throughout the procedure. Intra-procedure 2 units prbc's were infused. Prior to the procedure iliac measurements were performed. Small peripheral access and potential complications were discussed with the tavr team. The physician felt patient was too frail to perform ta, and felt that the lack of calcium and access vessels could support the 24fr sheath. Access CT's were reviewed by vascular surgery prior to the procedure. The patient¿s minimum luminal diameter (mld) was 6.6, with mild degree of calcification and no tortuosity.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Per the instructions for use (IFU), the training manual, and the patient screening manual, this product is contraindicated for tortuous or calcified femoral iliac vessels that would prevent safe entry of the dilator(s). Additionally the patient screening manual instructs the operator on proper peripheral vessel assessment, taking into consideration calcification, tortuosity, and minimum vessel diameter. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the transcatheter heart valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. According to literature review, and as documented in a technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the patient¿s minimum luminal diameter (mld) was 6.6mm. The cause of the perforation and insertion difficulty was not confirmed but the patient¿s insufficient mld with mild degree of calcification most likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.